Manufacturer narrative:
The customer attempted to run hot water through module but this did not resolve the issue. A bci field service engineer (fse) found phosphorus cup not draining and replaced waste valve on cup module. This did not resolve the issue. Fse replaced the entire phos module to resolve the issue.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to phosphorous module (phosm) not draining water or reagent properly. No injury was reported.